Manufacturer narrative:
The field service engineer (fse) found the issue was due to the measuring cell. The fse replaced the measuring cell, verified the liquid level detection (lld) voltages, and the sample/reagent probe and sipper adjustments. Instrument performance testing was completed. The customer performed successful calibration and qc. The service actions resolved the issue.

Event description:
The initial reporter had qc issues with the elecsys troponin t stat assay (troponin t stat) on a cobas e 411 immunoassay analyzer. The customer noted qc was out of range and repeated an unspecified number of patient samples. An example of discrepant results was provided for 1 patient sample. The initial result was 10.28 ng/l. The repeat result was less than 6.0 ng/l with a data flag. The repeat result was believed to be correct.